Event description:
Healthcare professional reported "capsular contracture, baker grade unknown, pain, displacement and exchange" of a non-(B)(6) device. Patient code:1761; 1994; 4003. Device code:4001. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5189737.